Manufacturer narrative:
Investigation not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device battery was swollen.